Event description:
A malfunction with the t: slim x2 pump was reported, where the battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into a functioning outlet and, during the call, the pump began charging and reached full charge, resolving the issue with no further action required.